Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable. The device could flush when the telescope was fully retracted but did not flush when fully advance. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery (rca). The opticross hd imaging catheter was selected for ultrasound examination. During preparation, the catheter was difficult to flush and air ingress was confirmed near the center part of the shaft. Another device of the same model was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery (rca). The opticross hd imaging catheter was selected for ultrasound examination. During preparation, the catheter was difficult to flush and air ingress was confirmed near the center part of the shaft. Another device of the same model was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.